Event description:
The manufacturer received information alleging a trilogy 100 failed the initial power up. There was no harm or injury reported. Device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's service center for evaluation on 21 may 2025. On receipt, it was noted the device was infested with insects. An evaluation of the device was not able to be completed due to the insect manifestation. The device was bagged, and the device was destroyed without evaluation. The customer complaint was not able to be confirmed due to the condition of the device upon receipt.